Event description:
The MFR rep reported the pt's sys was replaced due to an infection. No other pt symptoms or outcome were reported. Add'l info has been requested from the hcp, but was not available on the date of the report.